Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. Concomitant products: 5076 implantable pacing lead, implanted: (B)(6) 2010; d274drg implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported the patient received a shock due to noise and oversensing was present. It was further reported that the superior vena cava (svc) impedance had a measurement of zero six months prior and the svc portion of the lead was turned off. The pace/sense impedance is reported to have decreased and when isometrics were performed noise was observed when the left arm is extended to the side. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.